Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health care professional reported a left side rupture. The device has been explanted.

Event description:
Health care professional reported a left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, creases fold, observed 40 mm dark patch edge material inside gel device, red particles in the shell and deformation device. Cloudy in the gel observed after autoclave cycle the device is not ruptured. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Health care professional reported a left side rupture. The device has been explanted.